Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an in-office interrogation, the right ventricular (rv) lead exhibited t-wave oversensing (twos) . The rv sensitivity was reprogrammed and the twos resolved. Several months later, intermittent twos was observed again. Multiple reprogramming options were performed, however, intermittent twos persisted. The clinician opted to leave the programmed parameters and the rv lead remains in use. No patient complications have been reported as a result of this event.